Event description:
It was reported that during a device check, high capture threshold and low impedance were observed. CT scan revealed a lead perforation. Hence, the lead was explanted but was damaged during the removal and discarded.

Manufacturer narrative:
Na